Manufacturer narrative:
Ni

Event description:
Caller alleged discrepant results with inr versus lab. Results are as follows: date: last week, inratio: 1.6, lab: 2.3. Date: today, inratio: 2.6, lab: 3.1.